Event description:
It was reported that approximately fourteen years post right hip implantation, the patient experienced high metal ion levels. No other symptoms, treatment, or surgical intervention has been reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 15-103200, lot# 565360, taperloc microp lat fmrl 5.0mm. Cat# 139254, lot# 996960, m2a-magnum 42-50mm tpr insrt-3. G2: foreign, event occurred in canada. G2: health professional, initial surgeon (B)(6), but establishment unknown. H6: proposed component code: mechanical (g04) head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, h4, g3, h2, h6. The following sections were corrected: b1, h1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2025; labs. Cobalt 15 (normal 2.6 ¿ 6.9). Chromium 10 (normal 7.0 ¿ 19). A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.